Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a japanese patient had developed atopic dermatitis under the rear therapy electrodes. The prescribing hospital reported that the patient was going to be seen by a dermatologist. Further follow-ups were not possible. It is unknown whether the patient required medical treatment for the dermatitis. This event is being reported out of an abundance of caution.